Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 54 mg/dl at the time of incident and the current blood glucose of the customer was 129 mg/dl. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly.